Event description:
It was reported by the customer, that the coil (the device in question) became caught in the bifurcation of the gastroduodenal artery whilst the coil was being pulled back to reposition the device. The coil prematurely deployed before reaching the target site. The coil was retrieved successfully using a gooseneck snare. When the coil was examined outside the patient, it was found to have become stretched, the physician believes was due to the coil becoming caught during the repositioning of the device. There was no report of any patient complications due to this event.

Manufacturer narrative:
The device in question was disposed of by the user facility and will not be returned to boston scientific for evaluation.